Event description:
It was reported that a clinical study patient's vns was displaying low heart rate detection events, but the patient did not experience any symptoms that would indicate actual bradycardia was occurring. Thus, the physician believes the vns is erroneously sensing low heart rate events. No low heart rate was observed via pulse oximetry and electrocardiogram monitoring. Generator data download was received and reviewed. There were no anomalies identified that would suggest a device malfunction. As no advanced interrogations were performed, the timestamp history for the low heart rate detection events could not be reviewed. No additional information has been received to date.

Event description:
Internal investigation has indicated that when there is a combined charge resulting from higher output current and pulse width, there is a period of time following magnet or autostimulation events where the vns cannot accurately detect heart beats due to a sensing delay. This can lead to an over-detection of low heart rate events, and in test scenarios the sensing delay resolved when the stimulation pulse width and/or output current was reduced. No additional relevant information has been received to date.

Event description:
Further internal investigation identified that certain generators are susceptible to low heart rate sensing events that are likely related to sensing delays that could lead to false reporting of seizure detections and/or low heart rate events. These sensing issues are more pronounced at higher stimulation settings and most particularly at pulse widths of 500us or higher. This patient was at a pulsewidth of 500 usecs. At this time, there is insufficient data in this case to confirm if the low heart rate detection events are due to the sensing delays inherent to device design. No additional relevant information has been received to date.